Manufacturer narrative:
Based on the information provided, the cause of the complication cannot be determined. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax. The pneumothorax was identified via a post-procedure x-ray and a chest tube was placed to resolve it. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.